Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine ii¿ needle had a package printing defect. The lot was duplicated on 3 occasions and the box was torn. This was discovered before use. The following information was provided by the initial reporter: duplicate lot = 3 sp. Tore box = 1.

Manufacturer narrative:
.Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 30g syringes from lot # 8302681. Customer states that there is a duplicate lot and a torn box. The photos were examined and exhibited double printed lot numbers, manufacturing dates, and expiration dates on the shelf cartons. The photos also exhibited a torn shelf carton. A review of the device history record was completed for batch # 8302681. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 08jul2019, holdrege received photos of 1.0ml 30g, 8mm syringes in cartons from lot #8302681. Visual inspection of the photos found impact damaged to the side of the carton and a torn flap on the lid on (1) of the (5) cartons. The case containing the cartons did not have any visual impact damage. Lot codes on (3) of the (5) cartons contained shadow print. Review of quality notifications, DHR, and maintenance dispatches found no notifications related to carton damage or shadow print on carton. Unable to determine root cause. Complaints received for this device and report condition will continue to be tracked and trended. Information will be captured and trend on reports monitored."

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine ii¿ needle had a package printing defect. The lot was duplicated on 3 occasions and the box was torn. This was discovered before use. The following information was provided by the initial reporter: duplicate lot = 3 sp. Tore box = 1.